Manufacturer narrative:
(B)(4). Pump passed the displacement test but rewind anomaly during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to rewind anomaly. No failed battery test alert noted.

Event description:
Information received by medtronic indicated that the insulin pump was not rewind. Customer stated that insulin pump was rejecting new batteries and sometimes needed to rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.